Manufacturer narrative:
The pod will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she noticed "a kink in the cannula"; there was , however, no report of a pod alarm. Within the first day, this pod was worn, her bg levels were "running high" (no specific bg's were reported, but levels are assumed to be greater than 250mg/dl). The pod will not be returned for evaluation.